Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a hand procedure in 2018, suture was used. The suture thread broke about 3 cm from the needle during the procedure. Another suture was used to complete the procedure. There were no patient consequences. No additional information is available.

Manufacturer narrative:
Pc-(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Additional h3 summary: unopened representative samples were returned for analysis. During the visual inspection of samples, no defects were found on the package. The samples were opened and the swage and attachment area were as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage was observed. The samples were tested by knot tensile strength and the results were above the minimum individual strength requirement. Per the condition of the representative sample, no performance - breakage suture was observed and the tested sample met the finished goods requirements.